Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the pt's trial procedure, despite multiple attempts the physician was unable to place the lead in the desired location due to the pt's anatomy. The physician elected to abandon the procedure. Also, pt expressed discomfort during the procedure.